Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during a chemotherapy administration at 100ml/hr with a 0.22micron filter. After the downstream pressure limit on the pump for the chemotherapy patient was set to high, it reduced the number of alarms. There was patient involvement but no injury or medical intervention, just a delay in time. No additional information is available.